Event description:
An arrhythmia was induced during an attempted implant. The ICD detected the arrhythmia and began to charge. External defibrillation was performed when the device continued a prolonged charge. The ICD was then interrogated and showed that the reset had occurred. The ICD was reprogrammed and lead polarity was changed. The pt was again induced. The device detached and began charging. After prolonged charging, the pt was again externally recued.

Manufacturer narrative:
Eval summary: the device passed the low voltage ventritex automated test system test except for a defib connection check. The device was cut open and output insulated-gate bipolar transitor damage was observed. The damage was consistent with a device delivering into a low impedance load. The source of the low impedance was not determined.